Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet with serial number a128788 would not power on or respond to touch after charging on the pad, displayed intermittent gray/black-and-white flashes, and showed conflicting on-screen battery indications, consistent with an unresponsive touchscreen issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input interface, with the affected device component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.